Event description:
Smiths medical intl, has been notified of an event of suspected one way valve failure. The nurse connected the one-way valve of the inflation line to a cuff pressure gauge to check for the cuff pressure. The pressure did not increase. The nurse managed to aspirate 1 ml of air but could not infuse the air again. Then leakage occurred and the pt's voice came out due to insufficient seal of trachea by aspirating 1 ml of air. Sp02 did not decrease, however, tidal volume decreased after 460 ml to 400 ml. The dr replaced with a new tube. The unit was pretested. Event occurred at hospital in another country.